Event description:
A diamondback peripheral orbital atherectomy device (oad) was selected for use via groin access for treatment in the posterior tibial (pt) and lateral plantar arteries. There was moderate tortuosity in the lateral plantar artery. The vessel was 2.5mm in diameter and 95% stenosed with severe calcification. A recommendation was made to the physician to use a smaller crown and to not advance the oad into the lateral plantar artery, but the suggestion was not followed. The pt and lateral plantar were treated with low and medium speeds. A high-speed treatment was then performed in the pt. Treatments were 25 seconds. Multiple attempts at angioplasty were made. Thereafter, there was no flow distal to the pedal arch. Angioplasty was applied, and an attempt was made to treat from the anterior tibial artery through the dorsalis pedis in order to establish flow in the arch. Nitroglycerin was also administered. In the opinion of the physician, the specific cause of no flow was spasm and particulate from oa. As of (B)(6) 2022, strong outflow had not been reestablished. The patient underwent an additional angiogram an alteplase infusion.

Manufacturer narrative:
The diamondback 360 peripheral orbital atherectomy system instructions for use manual states that no reflow phenomenon is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID:(B)(4).